Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy performed the previous night. During troubleshooting, it was discovered that one of the supply bags fell and disconnected from the homechopice cassette line. The patient cycled the power on the device, disconnected, and disposed of the supplies. A technical service representative reviewed proper procedures with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Peritoneal dialysis solution bag falling and disconnecting from the homechoice cassette is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.